Manufacturer narrative:
Manufacturer narrative: clinical code: 4580 -insufficient information - there was serious health damage to the patient however the site did not communicate what this health damage was. The patient has not yet recovered. Impact code: 4625 -additinal surgery - a thoracostomy was immediately performed and an additional tevar (thoracic endovascular aortic repair ) was performed on (B)(6) 2025 device problem code : 1250 - fluid/blood leak- blood leakage was identified from the peripheral part of the stent graft section. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: - thoraflex hybrid sales jan 22 - dec 25 vs unknown leakage type jan 22 - jan 26 gave an occurrence rate of 0.013% no trend requiring action has been identified. 4111 - communication interview: additional information was given to the site confirming the gelatin coating on the graft appeared intact and uniform. The activated clotting time (act) or activated partial thromboplastin time (aptt) score of the patient was within expected range for the procedure being carried out, the values were not abnormal. It was unclear how much blood was lost and over the period of time. It is unclear if the oozing continued because a thoracostomy was immediately performed before the heparin reversal. Before implantation, the entire graft was moistened to the extent that it was wet for approximately five minutes. The graft was not allowed to dry out at any point during the procedure. The physician believes it was unlikely gelatin coating have been damaged during the procedure. The procedure was not extended because of this issue. The implant date was (B)(6) 2025. The event occurred after the procedure. An additional surgical intervention of thoracic endovascular aortic repair (tevar) was performed on 26 dec 25. The physician believes that this is a type 1b endoleak as the landing zone was available only around 10 mm from the entry point to the end of the stent graft. An additional tevar was performed on (B)(6) 2025 3331 - analysis of production records: full batch review was performed from base fabric to finished product for batch ID - 25820753 which confirmed the device was manufactured to specification with no issues found. 4117 - device not accessable for testing : device remains implanted investigation findings: 213 - no device problem found - device was manufactured to specification with no issues found. Investigation conclusion: 4315 - cause not established- no causal link to device deficiency could be confirmed additional information:- we are writing to formally notify you of a delay in the reporting of adverse events relating to thoraflex hybrid devices, and to extend our sincere apologies for this delay. The affected manufacturer report numbers are as follows: manufacturer report # terumo complaint # aer due dat aer report date 9612515-2026-00012 (B)(4) 25-dec-2025 30 apr 26 9612515-2026-00013 (B)(4) 08-jan-2026 30 apr 26 9612515-2026-00014 (B)(4) 15-jan-2026 30 apr 26 9612515-2026-00015 (B)(4) 22-jan-2026 30 apr 26 9612515-2026-00016 (B)(4) 16-jan-2026 30 apr 26 9612515-2026-00017 (B)(4) 25-feb-2026 30 apr 26 we acknowledge that the adverse event reports were not submitted within the required regulatory timeframe. An error was identified during a review of vigilance reported to the us where we have made the assessment based on device catalogue number and/or gel type, rather than product family code. The complaints occurred in japan, canada and EU and were fully assessed and reported to the marketing/competent authorities where the event occurred. Please be assured that we take our vigilance and regulatory obligations very seriously. To deal with the non-conformity, CAPA-2026-0009 was raised and as a corrective action we are now sending the us mdrs. Following identification of this issue, CAPA-2026-0009 was raised on 15-apr-2026. We have conducted a robust investigation into the circumstances that contributed to the delay and are implementing appropriate corrective actions to prevent recurrence and to strengthen compliance with reporting timelines. We apologise unreservedly for any inconvenience caused and appreciate your understanding in this matter. Should you require any further information or clarification, please do not hesitate to contact us..

Event description:
Blood leakage: the thoraflex hybrid device was used to treat an acute type a aortic dissection. Blood leakage was identified from the peripheral part of the stent graft section. It is unclear whether the device was defective. However, if the leakage is due to dsine, it is possible that there is a defect at the stent tip. This report is being submitted as initial final for manufacturing report number 9612515-2026-00016 to provide event closure information for (B)(4).